Event description:
Reportedly, after the interrogation of the device on (B)(6) 2013, a patient file was opened, which triggered the display of an error message "unable to read file". Moreover, this file did not contain the expected diagnosis data. Preliminary analysis revealed that the behaviour resulted from an inadequate management of programmer memory buffer during interruptions of aida memory reading.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.